Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The materials presented oxidation. (B)(6). D257003150 neck 2/3 hi lot mt47132, d258003400 neck 8/9 st lot mt447377, d2577003050 neck 0/1 hi lot mt40595, d267003200 neck 4/5 st lot mt47047, d257003300 neck st 6/7 lot mt47294, d24400549 strawberry 49 lot s02019713, d24400542 strawberry 42 lot s02015959.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.